Event description:
It was reported that during the procedure, the moment doctor opened the canal to start using the ria system with the cutter, it felt like the ria system was forced in. X-rays were requested and the image showed a split screw at the top, as if the ria system had broken it when colliding with it. Then the drill was inspected, and it was evident that the 3 edges of it were also broken, and the shaft appeared to be bent. The doctor wanted to use the ria system again with the split cutter and was informed that it should not be used like this, and a new drill was passed. The surgeon struggled hard inward to get the ria system into it, slowly triggering it, and at this point the new drill was broken. In addition, the olive guide was also broken; part of this guide was stuck to the tree and the other fragment of the olive guide remained inside the patient. This fragment was then removed from the patient completely. The tree and the split guide could not be separated, as they were quite stuck, to continue the surgery, the specialist decided to perform a wash with the suction of the ria system, thus finalizing the procedure successfully. For all of the above, a delay in surgical times of approximately (1) one hour was presented.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary (photo): the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo inspection found all four of the end prongs were broken apart. Broken fragments were not observed on the photo evidence. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Surgical technique was reviewed and the following relevant statements were found at page 5: open the medullary canal and conduct reaming by following ao reaming techniques for im nailing and maintain a guide wire entry angle of less than 10° from the axis of the canal. Precaution: if the guide wire entry angle is greater than 10° from the axis of the canal, there is a risk that bowing of the reaming rod will result in: ¿ eccentric reaming of the far cortex. ¿ damage to the reamer head connection, resulting in metal fragments in the canal. Notes: for an antegrade femoral approach, if possible, adduct the limb/hip to facilitate access to entry point. For greater trochanter entry point, target >2 cm distal to the lesser trochanter. For an antegrade tibial approach, the knee will need to be flexed to 90-110° for entry site access. Insert the guide wire aiming down the tibial crest, and thus the center of the medullary canal. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the reamer head f/ria 2 ø10.5 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to user. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: product code: 03.404.017s. Lot number: 45841p3. Release to warehouse date: 09.dec.2024. Expiration date: 01.dec.2034. Supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.